Manufacturer narrative:
External insulation abrasion, exposing the outer coil, was noted at 5.5 cm to 5.65 cm and 11.5 cm to 12.1 cm from the connector pin consistent with lead friction to device can. This is consistent with the observation from the field of noise. The other damage found was sustained during the surgical procedure.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the lead exhibited chronic noise and insulation abrasion. The lead was extracted and replaced. The patient was stable throughout the procedure.